Manufacturer narrative:
Unit received with partial white display due to cracked glass. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to lcd physical damage. Unable to verify audio/vibrate/anomalies due to lcd physical damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had entire screen white and insulin pump continuously beeping. The customer¿s blood glucose level unknown at the time of the incident. Insulin pump will be returned for analysis.